Manufacturer narrative:
Eval summary: syringe driver withdrawn from service. Device was returned to smith medical service dept in 2/04 and sent back to customer on 2/11/04. Therefore, investigation of product not possible. Furthermore info requested and spoke to customer. He is checking that the device is back in service at the hosp and no further reports. As a result of a finding during a recent inspection, (FDA form FDA, fei 3002088009) the co commited to review all complaints from the last 24 months to identify any that might be considered reportable which have not been reported. That review has been completed and the following medwatch forms represent all such late reports.

Event description:
Our ref: 2004 0406-4-1 according to scarborough whitby & ryedale hosp, wrong dose rate (mm per hour) set on syringe driver. Pt had the prescribed drug over half the time period. Syringe driver withdrawn from service. Device was returned to smiths medical service dept in 2/04 and sent back to customer on 2/11/04. Therefore, investigation of product not possible. Further info requested and spoke to customer. He is checking that the device is back in service at the hosp and no further reports.